Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, the chronic right atrial (ra) lead displayed noise after plugging it into the new device. The noise was able to be replicated when moving the lead in a counterclockwise motion and holding it near the header when secured in the device. Impendence measurements were also displaying at greater than 2000 ohms. A lead fracture was suspected, subsequently a new ra lead was implanted and the chronic lead was surgically abandoned. No adverse patient effects were reported.